Event description:
The customer reported a communications fail error that likely result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The boards and connections were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.